Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Additional information received on 16-sep-2019 indicates the patient will have a revision in the future. No medical or surgical intervention at this time.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Dots. Clinical notification received for right total knee revision to address infection. Date of implantation: (B)(6) 2018. Date of event: (B)(6) 2019. (Right knee). Products present at the time of the revision: catalog: 960013. Lot: d18021680. Description: sigma fem c/ret cemented rt sz 3. Catalog: 129433130. Lot: 8747215. Description: mbt cemented keel sz 3. Catalog: 196192034. Lot: 8201096. Description: aox cvd rp tibial insert sz 3 17.5mm. Catalog: 960102. Lot: 8686623. Description: oval dome patella 3 peg sz 38. Catalog: 3332040. Lot: 8388188. Description: smart set bone cement cmw3. Catalog: 3332040. Lot: 8388188. Description: smart set bone cement cmw3.